Event description:
A surgeon reports performing a lens exchange due to the patient's poor vision following cataract surgery. The surgeon feels the patient's vision was affected by a crack noted in the center of the intraocular lens (iol) after implantation. The patient has had a good outcome following the exchange.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicated the product met release criteria. There has been no similar complaints received for this lot number. This report was mailed to the FDA on: 10/05/2006.